Event description:
Reference number (B)(4). Event occurred in poland. It was reported that patient the needle was hard to remove and came out together with the infusion set on (B)(6) 2025, the tube was filled with red fluid. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: poland. Since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.